Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test was performed, and the male luer separated from the tubing. Microscopic inspection revealed a visible solvent plow ridge present on the tubing end. The cause of the condition was not determined. A CAPA has been opened to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink y-type blood/solution set, the male luer separated from the tubing. No additional information is available.